Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred and continued after a cartridge and infusion set change. The customer's blood glucose (bg) level was over 600 mg/dl and manual injections were administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and had reverted to manual injections for insulin therapy.